Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced an unexpected outcome. The intraocular pressure (iop) decreased initially after surgery and the increased. Additional information requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient is experiencing intraocular pressure (iop) in the low teens and the device seems to be working well.

Manufacturer narrative:
No sample has been returned for evaluation for the report of intraocular pressure (iop) fluctuations and unexpected outcome; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, however it was noted that the patient was pseudoexfoliative prior to implantation; therefore the root cause is use error due to the instructions for use (IFU) not being followed. The IFU list precautions that the safety and effectiveness of the micro-stent has not been established in patients with pseudoexfoliative glaucoma. The manufacturer internal reference number is: (B)(4).